Event description:
This device was implanted and explanted the same day due to an inability to satisfy (B)(4) requirements in testing. Patient required a high output 45j device. Physician was able to successfully cardiovert patient at 40j. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received and analyzed. The memory content of the ICD was inspected, showing no anomalies. The ICD was subjected to an electrical analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.